Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported patient was revised on right knee due to instability. During the surgery, #7 x 10mm insert trial broke. Surgery was completed without any delay.